Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported monopolar not working. Customer was getting c-34 and c-00 errors on erbe when activating the monopolar. Customer had restarted erbe and changed out cords with no change. Site continued with the case. The procedure was completed no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the original configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse stated the customer power cycled the erbe and error returned. Fse replaced the vio dv 2.0, integrated electro surgical unit (iesu) due to monopolar not firing. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The iesu was tested on the system and the reported issue was confirmed.